Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative of laparoscopic minimally invasive esophagectomy, on the anastomosis, the staple line fell apart and caused leak in the patient.